Event description:
Related manufacturing number: 3006705815-2020-33060.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B5 - additional information provided.

Event description:
Related manufacturing number: 3006705815-2020-33060. The patient¿s leads were replaced and therapy was restored post-operative.

Manufacturer narrative:
Event date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2020-33060. It was reported that the patient began experiencing ineffective stimulation due to high impedance. The patient may undergo surgical intervention on a later date.